Manufacturer narrative:
Quality controls were performed on all of the involved meters and were acceptable. The customer stated the strips and meters are left in a car at times during health fairs and the strips are exposed to extreme temperatures at times. The meter and strips have been requested for return. The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol results from multiple accutrend plus meters. The customer used meter serial numbers (B)(4). The customer noticed they were getting more hi (>300 mg/dl) results with their accutrend meters than normal. The customer performed a comparison against cardiochek meters that provides a breakdown of the different cholesterol results and they got a hi on that brand. When they broke the result down, the total cholesterol result was 198 mg/dl.

Manufacturer narrative:
One vial of cholesterol test strips lot 566007-01 with 13 test strips inside and one vial of cholesterol lot 539009-21 also 13 test strips were received for investigation. No customer devices were available to be returned. Retention samples of lot 566007-01 and lot 539009-21 and the customer's returned strips were measured with low and high control solutions and 3 edta blood on reference meters. All results are within the range. No abnormalities were noticed with the returned strips.